Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that different batches of needles were mixed in with the bd ultra-fine¿ pen needles labeled as lot 2159728. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "ms. X from x reports that they have different batches in a packaging unit of 320522. Bd ultrafine 320522 batch 2159728 on packaging."